Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the submitted log file confirmed the reported pump stoppage events; however, a specific cause for the alarms could not conclusively be determined through this evaluation. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of a potential driveline issue. The submitted log file contained data from (B)(6) 2022 through (B)(6)2022. The pump appeared to operate as intended, above the low speed limit until (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022, when the file captured pump stop events. It was noted that the pump was stopped for approximately two to four seconds and corresponding low speed and low flow alarms were observed. It was noted that the pump stop events occurred while the patient was supported by the power module. Following the last pump stop event, the pump ramped back up to its set speed and remained above the low speed limit until the end of the file. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until (B)(6)2022, when the patient expired (related manufacturer report number 2916596-2022-15767). The relevant sections of the device history records for (B)(6) driveline serial number (s/n) (B)(6), and driveline repair kit s/n (B)(6), lot number 7268049 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook, is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the pump stops had resolved after keeping the patient on an ungrounded cable.

Event description:
It was reported that the patient had a few pump stop events. A review of the log files showed there were a total of 3 pump stops: one on (B)(6) 2022, another one on (B)(6) 2022, and again on (B)(6) 2022. These events occurred when the patient was connected to the power module. It was noted that the patient had known wire damage in their driveline, which had been repaired on (B)(6) 20220 (MFR# (B)(4). There had been no driveline fault alarms since that repair.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.